Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2018-00341 and (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of purge failure alarm is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) gave a purge failure alarm. The rn stated the md decided to remove the intra-aortic balloon (iab) after the transport team arrived. There was no patient death, serious injury or complications reported.

Manufacturer narrative:
Qn# (B)(4). For related complaint see MDR #3010532612-2018-00341 and tc # (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) gave a purge failure alarm. The rn stated the md decided to remove the intra-aortic balloon (iab) after the transport team arrived. There was no patient death, serious injury or complications reported.